Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a transmission revealed interference on the ventricular channel due to noise. The physician elected to revise the system and the ICD was explanted. The patient was in good condition after the procedure.